Event description:
It was reported to boston scientific corporation that a truetome 44 was intended to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, it was noticed that the truetome 44 could not be used as the wire anchor was dislodged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the working length was kinked at the distal tip. The distal tip was observed under magnification, and the wire/anchor was inside the catheter. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed. Upon analysis, it was found that the wire anchor was inside catheter and the working length was bent at the distal tip. Based on the condition of the device, the problem found could have been generated by manipulation factors such as user technique. Also, based on the information that the problem was noticed during preparation, it is most likely that as part of the device manipulation during preparation, an excess of force was applied to get the device out of the package, or during the removal of the curving mandrel from the device, causing the distal section to get damaged. The returned unit did not show evidence of either the alleged problem(s) or any defect which could have contributed to the event. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(4). Imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a truetome 44 was intended to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, it was noticed that the truetome 44 could not be used as the wire anchor was dislodged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.